Event description:
Adverse event: undercorrection. An ophthalmic technician reports the surgeon released the foot pedal during surgery at 74% complete because the surgeon believed the procedure was over. During a follow up conversation with the ophthalmic technician, the technician stated, on authority from the surgeon, that he was looking at the progression bar on the laptop screen and not at the laser screen when he released the laser foot switch. The surgeon has stated there are no concerns for this patient's outcome.

Manufacturer narrative:
Determination of root cause; assessment: a log file review of the date of this patient's surgery, showed the system prompted the user, several times that it was in a 'standby mode', which was due to the laser foot switch release. Log file does not show any laser generated error interruptions during this case. Energy and voltage values were within specifications throughout this patient's surgery. Conclusion: based on the results of the investigation, the root cause of the event was external, user error. The territory manager and tech services reminded the surgeon to monitor the progression on the procedure by the laser's screen not the laptop and to keep the foot switch depressed until the treatment has been completed. (B) (4)